Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connectors were reseated. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently locked up. There was no patient injury or death reported.